Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.

Event description:
It was reported the patient was implanted with a bifurcated device and a infrarenal aortic extension in (B)(6) 2012. The patient came back to the hospital in (B)(6) 2015 with a contained rupture of a chronic proximal endoleak. The physician elected to put a metronic endurant cuff. The patient was discharged and is feeling better.

Manufacturer narrative:
Based upon the clinical findings, the reported event is inconclusive. There was no medical records/imaging available for review. It was reported that the physician elected to put a non endologix cuff to correct the issue. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. A design or manufacturing root cause for the reported event could not conclusively be determined based on the available information.